Event description:
Same case as MDR ID # 212134265-2014-00064 and 2134265-2014-00063. It was reported that motor drive unit (mdu) automatic pullback failure occurred. The intravascular ultrasound image and lcd display were normal. No patient involvement.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the unit was received in good condition with no visible damage or defects observed. The unit meets specifications for functional test. In addition, the unit successfully underwent a continuous burn-in for 6 hrs. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR ID # 212134265-2014-00064 and 2134265-2014-00063. It was reported that motor drive unit (mdu) automatic pullback failure occurred. The intravascular ultrasound image and lcd display were normal. No patient involvement.